Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose which was 25 mmol/l and was hospitalized on (B)(6) 2021. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the automode feature at the time of event was active or not. The insulin pump will not be returned for further analysis.